Event description:
It was reported that during a sigmoid colon resection the surgeon fired the first device with a green reload across the colon and it jammed and would not fire. They could not open the device to remove it off of the tissue. They cut the device off of the tissue and fired the second like device behind that cut with a black reload and it jammed and would not fire. They removed the second device and used a third like device with a black reload and it fired correctly. They used that same device with a white reload and completed the procedure. There were no patient consequences reported. No bleeding was documented.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ec60a device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape; the device closed, fired and opened without any difficulties noted. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as no cartridge was received for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: one of each ec60a and sc60a devices have been received under this complaint. The following information was requested, but unavailable: message sent to sales rep to clarify the event described for each product code we received.